Manufacturer narrative:
Corrected to adverse event and product problem as both apply to event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977d260, lot # unknown, serial # unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type screening device.

Event description:
Information was received from manufacturing representative regarding a trial patient. It was reported that the patient leads were put on (B)(6) 2017 and the patient began experiencing severe pain in their right ribs on (B)(6). The patient was told to visit their health care professional. An x-ray was taken and one of the leads had migrated down, to around t12-l1 and was lateral. It was decided by the doctor and physician assistant that the leads be removed. The patient was given the option of keeping the one lead that was in place and continue trail but the patient requested it be removed. The patient had some relief when the lead was removed but stated that they still had their long term chronic pain. Instructions were given by the physician assistant. No patient injury and no further patient symptoms or complications were reported from this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they spoke with the patient the following day and the patient stated his rib pain was completely gone. The representative stated that since it was a trial and the lead was taped to the patient¿s back the tape had probably come loose allowing the lead to pull down.